Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation at the safety clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20023257 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced clogging/blocking/occluding, component separation, and defective/damaged tubing. The following information was provided by the initial reporter: alaris infusion pump was alarming that line was occluded, opened the chamber to access the infusion tubing the bottom portion of the infusion tubing was disconnected from the safety clamp that was still attached in the infusion ump chamber. The tubing appeared to have broke.